Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger product ID wr9200 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3: analysis of the wr9200 recharger (serial number (B)(6)) flash sector read/write protection bits have become set. H3: analysis of the wr9200 recharger (serial number (B)(6)) revealed flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless recharger (wr) has been unresponsive because the wr battery indicator lights were scrolling up and down continuously. The caller added that the patient was unable to charge their ins battery because of this issue. The caller confirmed that wr battery level got down to 0% prior to this event, because the patient was travelling and there were a couple of days that the wr was not docked. During the call, agent had the caller reset the wr by pressing and holding down the power button on the wr. After holding down the wr power button for several seconds, the caller noticed that the wr powered off completely (the battery indicator lights were no longer scrolling up and down), but shortly thereafter the battery indicator lights started scrolling up and down again (continuously). The wr still would not power on to allow an ins recharge session. The issue was not resolved. To prevent this issue from happening again, agent advised the caller to always keep the wr docked when not in use. No symptoms were reported. Patient's wife called back on (B)(6) 2021 and said the recharger was doing the same thing, the battery indicator light won't stop flashing unless undocked. Dock light is on and the prongs looked fine per caller. Reset of the recharger didn't resolve issue. An  additional replacement wr will be sent to the patient. The prongs on the dock look undamaged per patient's wife. Patient services suggests prongs should be fine since wr is off when undocked, and the lights stopped flashing.